Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the needle came right off of the suture when the doctor tried to use it. There were no consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/27/2020 additional information: a manufacturing record evaluation was performed for the finished device batch number pcm875, and no non-conformances were identified.